Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced difficult controlling their blood glucose (bg) levels; however, no specific bg levels were provided. No further information was provided on the reported event.